Manufacturer narrative:
First notification date of the event is january 23, 2017.

Manufacturer narrative:
Premature battery depletion was confirmed by analysis. Bench testing on the device was performed, and no sources of high current were noted. In further analysis of the battery, lithium clusters were observed shorting the anode and cathode of the battery. These analyses concluded that the premature battery depletion was caused by a lithium cluster induced short circuit.

Event description:
New information states that the patient received a notifier due to eri on (B)(6) 2017; which also triggered a remote transmission. The patient was asymptomatic and did not receive hv therapies before the event.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented to the clinic after receiving an alert. Upon review, premature battery depletion was observed. The device was explanted and replaced. The patient tolerated the procedure without complications.